Event description:
It was reported that a patient received a localizer marker on (B)(6) 2021 , later the patient came back for an excisional surgery on (B)(6) , and it was reported that the physician had placed the marker on the site marked as cancer in the breast to differentiate it from another site in which there was no cancer found. The two sites were additionally marked with hydromark clips. The physician removed both sites using ultrasound guidance and the procedure was able to be completed. The localizer mark did not give signal at any point during the surgery and was tested ex-vivo and did not give signal. The patient was doing well. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.